Event description:
In 2009, the patient reported that 3-4 times a year, she has elevated blood glucose readings up to the 400's mg/dl due to air bubbles in the insulin cartridge of her infusion device. She stated she does not always see the air bubbles but assumes there must have been an air bubble due to her elevated readings. She said this normally occurs at night and after she has completed a cartridge change. She stated she treats her readings by bolusing via her device and if her readings do not decrease, then she will take an insulin injection. She said she also changes her headset, tubing, and cartridge and her blood glucose will return to her normal range. She said she allows her insulin to reach room temperature. The proper procedure for changing her cartridge was reviewed with the patient. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.